Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump was sent by technical support.